Manufacturer narrative:
Two used samples were received for evaluation for the complaint that there was liquid leakage from the connection part of the tube and the connector. As received no physical damage or other anomalies were observed. Both returned samples were leak tested to per manufacturing specification. A leak was observed between the tubing and female luer on both of the cassettes as returned. Further inspection of the bond showed spotty solvent coverage at the tube luer bond on both of the failed samples. The luer tube bond was separated and the tube and bond pocket was observed. Solvent channel was observed on the tube. The tube and luer were found to meet manufacturing specifications. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error during manufacturing.

Event description:
It was stated that there was liquid leakage from the connection part of the tube and the connector. The event occurred during priming. There was no patient involvement.